Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2012, due to dislocation. The acetabular liner and modular head were removed and replaced.

Manufacturer narrative:
Dimensional review of the modular head found that the device met all design specifications. Root cause for the dislocation could not be determined. This follow-up report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01067-1 / 01068-1).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse events, number eight states, "dislocation and subluxation due to inadequate fixation and improper positioning." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01067 / 01068).